Event description:
Line broke shortly after insertion after being secured in statlock.

Manufacturer narrative:
Affected product is anticipated to get returned. A follow-up will be submitted once product has been investigated.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and breakage was confirmed just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which could be the result of a tensile force applied to the catheter. The most probable cause for the breakage was most likely due to an event within the user environment in which possibly too much force was applied to the catheter either from manipulation of the catheter or patient movement. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken.

Event description:
Line broke shortly after insertion after being secured in statlock.